Event description:
Total hip revision after antibiotic spacer treatment for infection. Primary tha was in 2002, I&d for infection on 06/07/04, antibiotic spacers placed in 10/04. The hip components were removed and replaced in 2005, after testing negative for infection.